Event description:
Surgeon reported disassociation of locking screws with locking bone plate resulting in loss of osteotomy correction. Surgeon also reported possibility that drilled holes were not perpendicular with plate and concern with use of drill guides. Surgeon misuse is most probable cause of misaligned drill guides and non perpendicular drill holes leading to screws not locked into plate.

Manufacturer narrative:
Health hazard evaluation conclusion (risk assessment): risk of potential or actual serious harm is not significant: provide rationale: revision surgery corrected osteotomy angle correction loss.